Event description:
A malfunction was reported with a code malf 12, which did not cause any adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.